Event description:
It was reported to manufacturer, by facility (B)(6), per facility maintenance director (B)(6)injured his hand while switching out the motors on a joerns u770 bed. "Per (B)(6), he barely recalled the incident as it was quite minor. (B)(6) stated he did injured his hand while switching out the bed motors; motor was broke so he reached in to grab the motor and the bed fell on his hand. Went to ER needed 20 stitches; lost one hours work, finger on hand is functional and was not a big deal". Manufacturer replaced the motor, facility did not keep/return the broken one.